Event description:
Two mizuho osi clamps were used to secure a smith & nephew t-max exposure shoulder positioner onto an operating table. During surgery (arthroscopic rotator cuff repair), both clamps broke and the patient fell off the table, striking his head on the floor. The patient reports severe and debilitating pain and cognitive problems. See also MDR 1643264-2017-00147.

Event description:
Two mizuho osi clamps were used to secure a smith & nephew t-max exposure shoulder positioner onto an operating table. During surgery (arthroscopic rotator cuff repair), both clamps broke and the patient fell off the table, striking his head on the floor. The patient reports severe and debilitating pain and cognitive problems. See alslo MDR 1643264-2017-00147

Manufacturer narrative:
The mizuho device (referred to as "clamps") reportedly involved in the event was not returned for evaluation and the pictures provided do not allow for identification. Note that information provided in the MDR submitted by the manufacturer of the other device, t-max beach chair, (1643264-2017-00147) involved in the event states the IFU includes specific instructions regarding clamps used with their t-max chair, including a warning not to use other manufacturer's clamps.